Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with heavy calcification and mild tortuosity. A 6 fr sheath was used, the vessel 6.5mm in diameter and the lesion length was 130mm. A non-abbott 300cm guidewire was used and pre-dilatation was performed with a 7.0x100mm non-abbott balloon at 18 atmospheres (atms) for 30 seconds. Atherectomy was not used. Using a cross over approach, a 6.5x150mm supera self expanding stent system (sess) was advanced to the target lesion and during deployment the stent partially deployed. The introducer sheath was close to the proximal end of the stent during deployment. The thumbslide was moved several times for troubleshooting, but it didn't deploy. The sess was removed under fluoroscopy. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. Another supera stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified and mildly torturous anatomy and/or other devices prevented the ratchet from properly engaging and fully releasing the stent from the delivery system; thus resulting in the reported activation/deployment failure; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device is not available for evaluation.